Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was pt reported that it happened 3 times over the last 3 months that the controller kept losing its programs and presets. Pt stated that every once in a while, the intensity on all programs goes to 0 even though the stimulation was on. Pt mentioned that last night they were hurting and when they checked their stimulation, everything was at zero, so they reset all the programs, but when they woke up this morning, every went back to 0 again. Pt mentioned that first time it happened, they reset the controller and after about half an hour, they all came back. Pt stated that if they reset the controller it seems to recover itself after a little while, but the problem was they didn't know that "it" turns off until they started hurting. Pt mentioned they called their rep this morning and told them to call patient services. Agent redirected pt to representative (rep) and hcp to further address the issue. Pt said they will call their rep back, and the rep already told them that they will set up an appointment to check everything anyhow.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.